Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial nephrectomy, at the end of the surgery, surgeon lifted renal with the device, then, found four black broken pieces there. The device was damaged partially. The status of the patient: no problem. The parts fell into the patient's cavity and were retrieved immediately. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo retract opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a lap partial nephrectomy, the instrument broke. Component disengaged into cavity retrieved. Four black pieces were disengaged from each side of the instrument. No other visual abnormalities were observed. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The information for use includes specific instructions for the proper use of the instrument. It also states the warnings and precautions to consider to avoid damaging the instrument. Should new information become available, the file will be re-opened and reassessed at that time .